Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the distal end of returned segment showed the insulation was torn and coils are stretched. Microscopic inspection on circumference of the torn insulation showed on one spot the thickness/diameter wall was thin but it does not appear to be through.

Event description:
Boston scientific received information that during a device changeout due to normal battery depletion, the right atrial (ra) lead was found damaged. The insulation was pulled apart and exposed inner filers. The physician believed it was caused due to patient twiddling the device in pocket. The ra lead was partially abandoned. No adverse patient effects were reported.